Event description:
The pt was skin tested with no response. The pt had a depression on their lower left oral commissure that was residual from a traffic accident. One month later, the physician injected this area, as well as a mental crease, and the pt's upper vermilion border with 1.0cc of collagen. Approx 7 1/2 weeks following treatment, the pt was seen by the physician with a complaint of multiple small bumps appearing at the lower left oral commissure. She diagnosed comedones and was uncertain if they were related to the collagen. The pt missed a scheduled appointment and was not seen again. The bumps at the left commissure had persisted and were larger. Also there was a noticeable bump at the mental crease injection site. At this time the physician began to feel the symptoms were related to the collagen. The pt was scheduled for a biopsy. The physician incised and dissected out as much of the material as she could. There were some small granular pieces and some larger gristle-like pieces. These were all sent for histopathology analysis. The incision was closed with three nylon sutures. The physician's impression of the removed material was calcified collagen with granulomas.